Event description:
While applying a new dexcom g6 sensor, 2 sensors would not eject from the handle. Both sensors were from the same lot (5239523). Dexcom support was called after each occurrence. They are sending replacements for both. They stated that having 2 faulty units from the same lot would be rare. A third attempt with another new unit was applied successfully. Dexcom would not accept the remaining units (6) unless they also failed. We are unsure if this problem will continue with the remaining units that we have. This dexcom g6 sensor is being used on an (B)(6) y/o boy. The area on his body where the sensor failed to apply left him with redness and bruising.